Manufacturer narrative:
The complaint of premature discharge of battery and inadequate capture were not confirmed. Longevity assessment did not find any indication of premature battery depletion. No anomalies were found.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the pacemaker (pm) exhibited possible premature battery depletion as well as high capture threshold. The pm was explanted and replaced. The patient was discharged.